Manufacturer narrative:
Date sent to FDA: 7/22/2019. (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2009 and mesh was implanted. It was reported that the patient experienced urinary retention, recurrent utis and obstruction following the procedure. It was reported that the patient underwent excision of mesh on (B)(6) 2017. No additional information was provided.